Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina, ischemia and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that approximately nine months post stenting in the distal right coronary artery with one 2.5 x 18 xience v stent, the patient was hospitalized with chest pain and was found to have a positive functional stress test demonstrating mycardial ischemia. On (B)(6) 2010, the patient underwent percutaneous coronary revascularization in the index target lesion. The patient's condition resolved on (B)(6) 2010 and the patient was discharged one day after the procedure. There was no adverse patient sequela. Though requested, there was no additional information provided.